Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip (40917u1/(B)(4)), referenced is filed under a separate manufacturing report number.

Event description:
Subsequent to the initial medwatch report the additional information was obtained: the fourth clip delivery system (cds 40917u134), was unable to be implanted as the physician was unable to grasp both leaflets in such a position so the clip would not get caught on the second clip (attached only to the anterior leaflet). Contrary to the initial report, the fourth clip did not get caught on the second clip at any point during the procedure.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint handling database identified no other incidents for the reported lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that there was a posterior leaflet flail and prolapsed posterior leaflet observed prior to attachment of the clip. The patient was noted to have a small mitral valve. Additionally, imaging quality was noted to be poor. After deployment, the clip detached from the posterior leaflet, and was attached to the anterior leaflet only. In this case, it is likely that the prolapsed posterior leaflet and the posterior leaflet flail resulted in an insufficient grasp of posterior leaflets; following deployment, the clip detached from the posterior leaflet and remained on the anterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. In this case, the reported additional therapy/non-surgical treatment was related to case-specific circumstances, as an additional mitraclip was attempted to be implanted to stabilize the slda clip. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed because the deployed clip (40805u2/(B)(4))detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. Intervention to stabilize the clip was performed but was unsuccessful. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Reportedly there was poor image quality. The first mitraclip was successfully implanted, reducing the mr to 3. A second mitraclip (cds 40805u2/(B)(4)) was advanced into the small left atrium. A posterior leaflet flail and prolapse was noticed prior to clip attachment. Once the clip was deployed on the anterior and posterior leaflets, the posterior leaflet did not remain in the clip. The clip remains attached only on the anterior leaflet. To add extra support on the lateral side of the second implanted clip, an attempt was made to implant another mitraclip (40917u1/(B)(4)). That clip could not be implanted due to challenging anatomy and during grasping of the mitral valve leaflets, the clip kept getting caught in the second implanted clip. The device was removed without issue and the mr remained at 3. The patient is in stable condition. Another mitraclip procedure may be an option. There was no additional information provided.